Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported from the physician that the patient had passed away. The cause of death was not provided. No other relevant information has been received to date.

Event description:
Response was received from the physician. It was noted that the patient had other conditions: lennox-gastaut syndrome, type-2 diabetes, and an intellectual disability. The vns therapy helped reduce the patient's seizures and the it was unknown if the vns was explanted. The patient did not have a history of febrile seizures and the patient did not ever undergo resective epilepsy surgery. No other relevant information has been received to date.